Manufacturer narrative:
(B)(4): visually confirmed anterior "nose" portion of implant is fractured into multiple pieces and broken. The fracture is located at the base of the diamond shaped facets, which could act as a stress concentrator, fracture surface appears to be a fairly brittle fracture with no indication of fatigue or compressive overload. The location and nature of fracture suggest possible brittle overload due to impact during impaction. Per event info, after replacing the broken implant, another shorter implant was successfully implanted without noting any additional changes to endplate preparation or distraction. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that pt underwent a secondary surgery to fuse adjacent level l4-l5 due to pseudoarthrosis. When the surgeon impacted the disc space at l4/l5, the cage fractured near the connection point. The implant reportedly was properly attached to the inserter. The cage broke into 3 pieces and all the pieces were retrieved. A smaller sized cage was implanted without further incident using the same inserter. Inserter was inspected after the case with no reported damage.